Event description:
Reportedly, the patient expired in 2007. The reason for the patient's demise is unknown. However, follow up with the surgeon's office indicated that the device was regurgitant. Reportedly, the patient's demise was not device related. Reportedly, the device was not explanted.

Manufacturer narrative:
Device not returned.